Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that all systems were found to function as expected. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system became unresponsive 3 times, prior to scheduled cranial cases. When loading exams, the software got to the "select surgeon" screen when the mouse and keyboard became unresponsive. Upon rebooting, the software got to the "select patient" screen before becoming unresponsive. This happened twice. Upon the 4th attempt, the system worked as expected and the two scheduled cases were successfully completed. There was no patient present at the time the issue was observed.